Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device paddles are not functioning. The device was evaluated remotely with support from philips rse. Based on the information available, it was determined that product has malfunctioned and the cause is due to a component failure. Customer ordered efficia external paddles to resolve the reported issue and the product is back in service. The reported problem was confirmed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
The device was evaluated remotely with support from philips service engineer. After evaluation, it was determined that defective external paddles were delivered to customer, and the issue is fixed with replacement of new external paddles product is back in service.